Manufacturer narrative:
H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 22mm aortic mechanical valve, it was explanted and replaced with an unknown product of a different size. The reason for the replacement was reported as the surgeon found that there was an error in the size of the valve during the operation when suturing the valve halfway, and found that the valve could not be implanted normally into the patient body. It was further reported that leaflet motion was tested with the blue actuator during the implant procedure, and the valve was rotated within the annulus to attempt to obtain appropriate leaflet motion. It was also reported that there was no impingement of the leaflets, however there was a leaflet motion issue. It was further noted that the physician believes this to be a case of patient prothesis mismatch, as the valve measured fine with the valve sizer, but when implanted, only half of the valve was able to be sutured, and the issue may be related to the patient anatomical structure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that both leaflets were received in a closed position. The blue actuator was used to test leaflet movement. Both leaflets opened; however, dried blood along the orifice appeared to partially limit movement on one of the leaflets. Dried blood was observed on the leaflets. Leaflets were cleaned and dried. There was no evidence of damages such as cracks. Small scratches were observed on the leaflets. Dried blood was observed on the orifice and pivot mechanisms. The orifice and pivot mechanisms were cleaned and dried. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve pivot mechanisms appeared intact. Multiple cuts/tears were noted along the sewing cuff; damage possibly incurred from the explant procedure. The valve was rinsed under tap water; the carbon subassembly rotated in the sewing ring. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. D9: updated h3: device evaluated? Updated h6: coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.